Event description:
New information received indicates the non-sustained oversensing was caused by right ventricular (rv) lead noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, unspecified, non-sustained over-sensing was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the rv lead over-sensing. The patient was stable following this event with no adverse consequences.